Event description:
During a remote follow-up, episodes of unspecified oversensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event and the patient was in stable condition.